Manufacturer narrative:
Additional information received on november 30, 2022, indicated that the patient reported that she is experiencing right breast pain, possible mastitis-redness and fever. The MRI examination confirmed intracapsular with mild extracapsular rupture of the right side. As a result, patient underwent bilateral removal without replacements/replacement surgery pending. On (B)(6) 2022. Coding update based on new events: pc for the right side from anisomastia to wound infection as per "breast pain, possible mastitis - redness and fever" pec for the right side from device migration to rupture symptomatic (post-implant). Reason for device explant and/or reoperation: rupture, wound infection. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on (B)(6) 2023, indicates that the patient also underwent right sided full capsulectomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 14, 2024 indicated that the patient experienced bilateral symptomatic ruptures. As a result, patient scheduled for bilateral replacements with unspecified prosthesis on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 20, 2024 indicated that the patient presented on (B)(6) 2022 with a spontaneous extrusion of her right breast implant. The patient had free silicone draining from her right breast across her entire upper abdomen. This was considered an emergent procedure and the patient was taken to the operating room to remove the remaining free silicone. At the time of the procedure there was no obvious portion of the capsule that identified the implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 20, 2024, indicated that the patient scheduled for replacement devices on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 7, 2024 indicated that they only removed her right implant because it was partially extruded and she had silicone leaking out of her breast. That implant was removed on (B)(6) 2022. This implant unfortunately was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient also mentioned she would have two surgeries to replace her implants; the first one to put in a tissue expander and then have them filled every week and then a second to replace them with an implant. The surgery dates are not confirmed as of this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on july 10, 2024, right implant was removed on (B)(6) 2022, and date of event was on (B)(6) 2018. This report relates to the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 24, 2024, indicated that, as a result of patient bilateral asymmetry issues, patient underwent bilateral open lateral capsulrrhaphies, implantation of galaflex mesh to the right side, exchange of tissue expander for permanent silicone implant, and exchange of left breast silicone implant, and bilateral breast fat grafting. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Follow up: (8) missed reporting patient replacement devices: r/ cat: shpb-585, sn: (B)(6), l/ cat: shpb-585, sn: (B)(6)., manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 650cc silicone prosthesis experienced left side with asymmetry issue and right sided device migration post procedure. The patient reported that one week after the surgery patient noticed that the left implant is smaller than the right implant, and right implant might be bottoming out. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right side.